Event description:
(B)(4). Intense abdominal pain. Severe headaches, constant nausea, body tingles/numbness, blurry vision, metallic taste in mouth, ringing in ears with moments of complete hearing loss. Brain fog and high anxiety, major bloating.